Event description:
The pt reported a shocking sensation in the eyes and brain each time the device was turned on. The MFR rep tested the impedances. Impedances looked good, however, the pt experienced pain behind the eyes and in the head each time the device was on. The pt was scheduled for surgery. During surgery, it appeared the left extension was not plugged in appropriately and tissue had grown around the extension. The extension and plugs were cleaned. The neurostimulator was tested again with the same results. The hcp elected to replace the device and the shocking sensation disappeared.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.